Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported that her glucose meter is not transferring over to her insulin pump. Customer stated she just received a new insulin pump because her last one had a button error. She took the new device to her doctor and the doctor set it up for her. It was discovered that customer's doctor set up the device with her settings, but did not turn on the bolus wizard feature. Customer was assisted with turning on the bolus wizard feature and navigating through the menus. Customer mentioned that she went into a diabetic coma the day before yesterday because she did not have her insulin pump. She was waiting for her replacement insulin pump and had reverted to manual injections. Customer passed out and her daughter and her two friends had to help her. Customer was advised to speak to her doctor about the settings on her insulin pump. Nothing further reported.